Event description:
(B)(4). Felt horrible pain as soon as it was inserted. Felt bad back pain throughout whole ordeal. Found out 2 weeks later at ER they both had started to migrate out of the fallopian tube. And just a week after that when I was having them removed the right essure coil had completely migrated out of the fallopian tube. And was in my uterus.